Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument had a piece of metal protruding from joint that did not allow surgeon to remove it from trocar without difficulty. The surgeon stated that it is a recurring problem with this instrument. Several force bipolar instruments have been returned with broken wires as well.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument and completed the device evaluation. The instrument was analyzed, placed and removed from an in-house system with no issue on 3 out of 3 attempts. Visual inspection found no damage to the main tube or the grips. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument was full functional. No product issue was identified. Additional observation(s) not reported by site: the instrument was found to have a segment of the conductor wire dislodged and sticking out from the designated routing groove for the conductor wire. A loop of wire is sticking out such that the wire protrudes above the grip hub. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.015¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.